Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of ventral hernia repair with mesh underlay and excision of old mesh. The patient experienced surgical revision/removal surgery recommended, recurrence of hernia, crippling pain in abdomen, unable to keep food down.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia with mesh underlay. It was reported that after implant, the patient experienced recurrence, crippling pain in abdomen and unable to keep food down. Post-operative patient treatment included revision surgery.